Event description:
According to the information received, this patient had two grafts anastomosed with aortic connectors. One graft was "shut down completely" and the second graft was stenosed "just distal to the connector". The second graft was noted to have a "good take-off angle" and was not kinked. It was reported the surgeon speculated that the quality of the veins utilized for the grafts was possibly "not good"; however, this could not be confirmed. It was also reported this surgeon routinely uses plavix (antiplatelet therapy) post-operatively.